Event description:
It was reported that the pt was seen in clinic during follow up in backup vvi. Device replacement will be scheduled due to normal eri. Backup vvi status repot was not received.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company rep.